Manufacturer narrative:
The device was returned for evaluation, and the customer's allegation was confirmed. The device evaluation found that the device had no image due to damaged and scratched pins on the video connector. Based on the investigation results, the most probable cause of the complaint was component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head was plugged in and did not power on when connected to the tower during preparation of an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.